Event description:
Perforation of the left atrial appendage occurred after deployment of a watchman laa (left atrial appendage) closure device. The hemostasis valve of the delivery sheath was loosened and then the assembly was retracted with deployment of the watchman device seen under visualization fluoroscopically. Transesophageal echocardigraphic (tee) evaluation of initial device deployment suggested that it was too distal and therefore partial recapture was undertaken. The device assembly was repositioned more proximally in the left atrial appendage and then device was redeployed. Redeployment on echo demonstrated good apposition of the device at its crown, but there was significant circumferential compression versus failure of midline deployment for unclear reasons. For this reason, full device recapture was recommended and undertaken. At this point in time, there was precipitous drop in arterial blood pressure corresponding with rapid development of a pericardial effusion located predominantly anteriorly and laterally. Urgent pericardiocentesis was performed with drain placement. Emergent cardiothoracic surgical consultation was undertaken and physician presented to the ep suite. At that point in time, the patient's systolic blood pressure was in the 110s with minimal amounts of dopamine (5 micrograms per minute). In discussing treatment options, a plan of continued observation and volume replacement with blood product when available was undertaken. The pericardium was monitored for approximately one hour on the table with minimal to mild effusion and no significant reaccumulation. Ventricles demonstrated under filling consistent with process of hypovolemia and not suggestive of tamponade physiology. During the course of drainage, the left atrial appendage was viewed in cinematography with contrast injection and demonstrated a small anterior leak. Repeat cinematography demonstrated this leak to have closed. The left atrial access was eventually removed and the sheath was changed over to a short 14-french sheath for utilization as a central line.======================manufacturer response for implant - other (describe below), laa closure device (per site reporter).======================awaiting response.